Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that up, down, and ok buttons were hyper responsive. The keypad was torn between up and down buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device serial number was not available at the time of the initial MDR. The serial # for the device associated with this complaint is (B)(4).

Manufacturer narrative:
Follow-up # 1 date of submission 09/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual examination of the pump, the keypad cover was observed to be torn over the up arrow button. During testing, the ok and down arrow keypad buttons were intermittently unresponsive; all other keypad buttons responded properly. None were hyper-responsive. The keypad cover was removed and contamination was found under the ok and down arrow key contacts.